Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on (B)(6) 2016, 12:00pm eastern time. The patient manages her diabetes medications including humalog and levemir. She reported that between (B)(6) 2016, on some days she increased her dose of medications "humalog 25 units and levemir 40 units" as a result of the alleged product issue. She stated that several hours after the alleged product issue began she developed symptoms of "cold, sweat and ear pressure". The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and when she pressed the power button the meter did not power on. The patient was using the correct test strips, when the patient inserted a new test strips the meter did not power on. In addition cca noted that the patient was using alkaline batteries and after replacing them the meter powered on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.